Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. It is unknown if product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure dut to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.